Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the device. The patient reports that he sweats while working. The patient was provided with a cream by a physician. After using the cream, the patient reported that the irritation improved.